Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced rib stimulation that was painful when using the scs system. As a result, patient underwent surgical intervention wherein the entire system was explanted to address the issue.